Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, and patients outcome was not reported. The patient was not hospitalized and the action taken with pd therapy was not reported. No additional information is available.